Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, the cause was unknown; however, the customer believes that the pump and supplies were not the cause of the low bg level. Carbohydrates was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.